Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable ua2 uric acid ver.2 result for one patient sample. The initial result was 0.5 mg/dl and was reported outside the laboratory. The repeat result was 3.4 mg/dl. The patient was not adversely affected. The reagent lot number was 172896 with an expiration date of 07/31/2017. The customer found the probe to be contaminated with gel. Gel particles were seen floating on the serum surface and fibrin threads were seen in the sample. Other samples were checked and it was found that the sample volume was too low in many. The customer was advised to improve their pre analytical procedures. The probe was manually cleaned and the seal of the probe was found to be missing. The reason for the missing could not be determined. The probe was replaced by the field service representative and precision testing was performed which was okay. A specific root cause could not be determined. Based upon the available information, a sample specific issue most likely caused the event. The missing seal on the probe cannot be completely excluded as a possible cause. No reagent issues were identified as qc results were within range.